Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the arm. The patient experienced diabetic ketoacidosis. The cgm was reading low, and the patient was treating continuously with food based on the cgm reading. At some point, the patient was taken to the hospital (there were no symptoms reported) and there they took a blood glucose reading of 70 mmol/l. There was no treatment documented. There was no documentation about when the patient was discharged. At the time of the report the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.